Event description:
The consumer reported using the product for two to three hours on her lower back. When the patch was removed, the consumer described redness, burns and skin removal in the area worn. The consumer, who is a nurse, treated the area with triple antibiotic ointment and a&d ointment. The area took ten days to heal and left scars.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that the use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.